Event description:
It was reported that post left internal carotid artery rx acculink stenting, dopamine was administered for treatment of hypotension secondary to bradycardia. Four days post procedure, bradycardia and hypotension were completely resolved and the patient was discharged. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of hypotension and arrhythmia are listed in the rx acculink carotid stent system instruction's for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.